Event description:
The patient presented with symptoms of pneumonia. When shortness of breath worsened, an echo was performed that showed an ejection fraction of 10%. Tee before the case showed two immobile cusps. Upon explant, thrombus was observed on the aortic surfaces of the cusps.